Event description:
Hole in sheath. Pt arrived at unit with hematoma, cath lab reported hematoma stable, no change in size. Act=130. Sheath pulled, size 7 sheath. Noted to have pin hole in it. Sheaths pulled, hematoma resolved.